Event description:
Information was received from a user facility regarding an endoscope. It was reported that there was something white reflected on the lens. There was no patient involvement. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis # product:9560100, lot no:1560538. During the inspection at the time of acceptance, it was observed that there were scratches on the outer tube and the images were cloudy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.